Event description:
Event description boston scientific received information that this atrial lead exhibited varying impedances to >2500ohms. The device was reprogrammed to vvi mode. A technical service consultant was contacted. No adverse patient effects were noted.